Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and sepsis. As result, the implanted pacemaker and right atrial (ra) lead were extracted. During the procedure, the rv lead exhibited helix retraction issues and was surgically abandoned. There were no additional adverse effects reported.